Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions provided by technical support to reset the pump, and the sensor session was successfully started without any recurring error.